Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issued an alert for high out of range right atrial (ra) lead impedance measurements of greater than 3000 ohms that triggered the lead safety switch (lss) and changed the polarity to unipolar. Review found that the measurements had been out of range at the in office interrogation a few days earlier and the pacemaker had been reprogrammed to pace and sense in the ventricle only. The pacemaker and ra lead remain in service and no adverse patient effects were reported.